Event description:
It was reported that both the left ventricular lead and the right ventricular lead had high impedance and possible fractures. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c154dwk ICD, (B)(6) 2009; 419388 lead, implanted: (B)(6) 2003.